Event description:
The customer states that they observed visible smoke emitting from the back panel of the architect analyzer. The source of the smoke appeared to be from the base board. There was no report of injury or report of damage to the surrounding environment.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Investigation summary: the field service engineer (fse) inspected the instrument and found the cause of the burning smell and smoke. The capacitor shorted causing the 36 volt line to ground. After the replacement of the motor driver board, the field service engineer verified the instrument is running within specifications. Device labeling provides adequate instructions involving electrical and chemical hazards and provides an emergency shutdown procedure. No adverse trends were identified in conjunction with the complaint issue. Based on the available information, no product deficiency was found for this issue. A malfunction of the system was not identified. The device was performing as intended by containing the damage to the motor driver board and not spreading the issue to the rest of the analyzer or surrounding area. This is the final report.